Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2014 with the following findings:an ezcarb bolus was programmed with a carbohydrate intake of 53 grams an actual blood glucose of 11.2 mmol/l, insulin to carbohydrate setting of 1 unit to 45 grams, insulin sensitivity of 7 mmol/l per unit, and target blood glucose of 7.5 mmol/l +/- 1.0 mmol/l; the pump was found to correctly calculate a bolus of 1.7 units. The complaint was unable to be duplicated during testing. Unrelated to the complaint, the battery compartment was observed to be cracked and the display screen was observed to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was calculating the recommended dose incorrectly. The reporter indicated that the patient ate 53 carbs with an insulin to carbohydrate ratio of 1unit:45 grams and a blood glucose of 11.2 mmol/l with an insulin sensitivity of 1 unit to 7 mmol/l. The pump reportedly recommended a total bolus of 0.65 units when the pump should have reflected 1.565. Later in the day the reporter indicated that patient had a blood glucose of 455 mg/dl later in the day. The reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.